Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The product was received for analysis, but it has not been completed. Additional information will be submitted within 30 days of receipt. Concomitant medical products and therapy dates: microcatheter (details unknown); another coil (details unknown).

Event description:
The patient had acom with size 4.98mm 3.68mm. The surgeon positioned the 1st coil: cashmere 14 cerecyte microcoil 5 mm x 12 cm (crc14051230/c20190) but felt friction in the middle of the microcatheter (details unknown). The coil could neither be withdrew nor advanced. The surgeon had to remove the coil and microcatheter together. The surgeon noted the coil had already stretched and had to change another coil (details unknown) to complete. No adverse event occurred.

Manufacturer narrative:
The patient had acom with size 4.98mm*3.68mm. The surgeon positioned the 1st coil: cashmere 14 cerecyte microcoil 5 mm x 12 cm (crc14051230/c20190) but felt friction in the middle of the microcatheter (details unknown). The coil could neither be withdrew nor advanced. The surgeon had to remove the coil and microcatheter together. The surgeon noted the coil had already stretched and had to change another coil (details unknown) to complete. No adverse event occurred. It was noted during analysis that the coil detached. The coil was returned unprotected, stretched, entangled, and detached. The stretched coil was entangled around the outside of the hoop dispenser. Therefore, due to post-procedural handling it cannot be determined how much damage occurred to the coil after the procedure. The device positioning unit (dpu) and the sheath were returned separated from each other. This action may have also produced further damage to the coil. The coil was found to be unraveled and severed out of the proximal soldered section. This was due to the coil becoming anchored with external force applied. The source of where the coil was anchored cannot be determined. The reported friction and the coil becoming stuck inside the unidentified microcatheter may have been due to interference inside the microcatheter. The source of this interference; whether of a fixed or detached nature cannot be determined. The unintended mechanical severing of the coil out of the soldered section cannot be determined. In addition without the identification or the return of the unknown microcatheter and the rotating hemostatic valve (rhv) used in the procedure, it cannot be determined if these components contributed to the complaint event. Based on the information and the analysis, the events ¿unraveled/stretched¿ and ¿premature detachment¿ were confirmed. However, the event ¿impeded-in microcatheter¿ could not be confirmed. Procedural factors may have contributed to the event. A review of this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The patient had acom with size 4.98mm*3.68mm. The surgeon positioned the 1st coil: cashmere 14 cerecyte microcoil 5 mm x 12 cm (crc14051230/c20190) but felt friction in the middle of the microcatheter (details unknown). The coil could neither be withdrew nor advanced. The surgeon had to remove the coil and microcatheter together. The surgeon noted the coil had already stretched and had to change another coil (details unknown) to complete. No adverse event occurred. The coil was returned unprotected, stretched, entangled, and detached. The stretched coil was entangled around the outside of the hoop dispenser. Therefore, due to post-procedural handling it cannot be determined how much damage occurred to the coil after the procedure. The device positioning unit (dpu) and the sheath were returned separated from each other. This action may have also produced further damage to the coil. The coil was found to be unraveled and severed out of the proximal soldered section. This was due to the coil becoming anchored with external force applied. The source of where the coil was anchored cannot be determined. The reported friction and the coil becoming stuck inside the unidentified microcatheter may have been due to interference inside the microcatheter. The source of this interference; whether of a fixed or detached nature cannot be determined. The unintended mechanical severing of the coil out of the soldered section cannot be determined. In addition without the identification or the return of the unknown microcatheter and the rotating hemostatic valve (rhv) used in the procedure, it cannot be determined if these components contributed to the complaint event. Based on the information and the analysis, the events ¿unraveled/stretched¿ and ¿premature detachment¿ were confirmed. However, the event ¿impeded-in microcatheter¿ could not be confirmed. Procedural factors may have contributed to the event. A review of this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.